Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue, and was advised to continue using the pump, with instructions to call back if the malfunction code recurs.